Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, the physician experienced difficulties deploying the contralateral and ipsilateral limbs. It was reported that the procedure was then converted to an open repair where a partial explant of the stent graft was removed. Per physician, the cause of the event is due to user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported the contra wire was cannulated into the ipisi limb and both limbs were deployed in the ipsilateral limb. It was reported this is described as a caution in the IFU and unfortunately was not properly addressed. If information is provided in the future, a supplemental report will be issued.